Event description:
It is alleged the patient was in his powerchair in a tilt position in his seat when the unit started to smoke. No injury reported.

Manufacturer narrative:
Actual device involved in the incident was evaluated at pride. A wire not manufactured by pride was attached to the battery which caused the nature of this complaint. The addition of this wire is an unauthorized modification of the device. This unit will be shipped back to the provider once the eval is completed. The allegation is that the customer was in a tilt position in the unit when the unit started to smoke causing minor smoke damage to the home. The provider is alleging that he saw a 12 volt motor attached to the batteries which had a urinal emptying device running off of it. He indicated he saw this on at least one previous occasion when he serviced this unit. He also stated he has seen other customers do this in the field. The 1122 was returned for eval. The 1122 was equipped with a synergy tilt, remote plus controller, and 5 amp on board charger and included batteries. The powerchair was covered with a white soot from a fire extinguisher. Performance- the powerchair functioned upon receipt, batteries were low, however, the unit drove and the synergy tilt functioned. The unit was placed on charge, and the charge functioned per design. Visual inspection- a wire was installed on battery and the opposite end had a visible short; this end was taped off. A burn mark was located on top of the tilt actuator motor. It appears the wire was pinched on this motor at the time the tilt seat returned to the down position causing the smoke.